Manufacturer narrative:
According to the customer, they received a second knee walker. On (B)(6) 2021, it was reported the left wheel came off the walker causing customer to be "splattered up against my wall as my head, neck, shoulder and 2 teeth smashed in the wall". It was reported that due to this, they visited a medical facility to "get checked out". It was reported a "CT or MRI of my head, neck and shoulders" was performed. Customer reports "I was released and went home". Customer reports two teeth were broken, requiring extraction. Customer reports "I am still seeing physicians and under doctor's order as I am being treated as something is wrong with my left shoulder, concussion and teeth's". The sample was requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Fall requiring tooth extraction.